Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed active current measurement. Selftest was not performed due to multiple red, green and blue vertical lines on the lcd screen, unit relieved with high sleep current measurement. Multiple unexpected failed batt test alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple failed batt test alarms on 07/14/2025 10:21:23.000 to 07/14/2025 12:28:46.000 were noted in the history file. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on pcba 1, force sensor assembly and motor assembly during visual inspection. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, cracked battery tube area, faded serial number label, and scratched case. Failed batt test alarms and partial screen display were confirmed during analysis due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the battery failed alarm, and partial screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and the battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed for the partial display, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.